Event description:
Customer reported nurse obtained a needle stick injury while using bd autoshield pen needle. This incident involved a patient and a nurse. Course of action had to be taken for both the patient and the nurse.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.